Event description:
The caller states that the seam in the seat of the chair has ripped and they currently are using duct tape to fix the problem. The caller then states that the handles he used to fold the chair up ripped first, then the seam followed.